Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2016-01430.